Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have blade damage axially aligned with the blade. Additional observation related to customer complaint: the instrument was placed to an in-house generator and failed the energy recognition test, an error appeared "replace instrument." The indentations on the blade caused the energy recognition failure. Additional unrelated observation(s) not reported by site: the instrument was found to have teflon pad damage. The teflon pad was damaged near the distal end, and the damage was not axially aligned with the pad. The teflon pad damaged, and there may be missing pieces; however, the size of the missing pieces cannot be confirmed, indicating that a fragment may have detached from the instrument. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument suddenly stopped working. The energy could not be used. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgery was completed successfully with spare instruments and the patient recovered well postoperatively.